Event description:
It was reported that due to infection the cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead and right ventricular (rv) lead were explanted. The lv lead was capped, inactivated and remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 5071-53 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.